Manufacturer narrative:
Device was not returned for analysis of complaint that the pump was alarming like it was empty and after restarting, it alarmed air in line. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that the pump was alarming like it was empty. The alarm stopped and attempted to start pump, and the pump was alarming air in line. Reservoir volume was still 13.1ml and rate was 1.1 ml/hour. The line clamped and the cassette had been removed. The air was in the tubing. The bag was completely sucked dry with no fluid and air in filling the line between bag and pump. The cassette was replaced and attempted to start but alarming air in line still persisted. The patient was not affected. The pump seemed to finish 10 hours earlier than it was programmed. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.